Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (intermittent power) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.